Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's spouse reported the patient hadn't used the therapy in about two months and now they were unable to connect to the patient's settings. Patient services led the patient and caller through troubleshooting (toggling the bluetooth off <(>&<)> back on, restarting both handset and communicator and even moving away from any electromagnetic interference) and the issue was not resolved. The caller tried the communicator in different places and described feeling something under the patient's skin like a "tuning fork" and stated there's one that was about an inch and a half long, and a piece that flared out. The caller stated they could feel the ins under the skin, that it stood up a little bit. "A 32nd of an inch". Patient services asked the caller why the patient hadn't been using the therapy for 2 months and the patient stated they hadn't used the therapy because it stopped working about two months ago (the patient's symptoms returned a nd the patient was going to the bathroom more). The patient stated they'd never had any issues with their therapy until it quit working about 2 months ago. The patient denied having had any traumas or falls. The caller stated the patient had always been able to connect to the ins in this same area before. Patient services redirected the patient to their managing health care provider (hcp) to check the implanted system.

Event description:
Additional information was received from the patient. It was reported that the reason why the communicator was not working was due to usage. The device will be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.